Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a flap cut had some attachments on the flap edges on the right eye during lasik flap procedure. One part of the flap bed seemed to not be cut and the edge next to the hinge could not be lifted. Additional information requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Additional information was requested, but no additional information has been received to date. Based on quality assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).